Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon impacted ha cluster hole cup, removed for reposition and upon removal notice discoloration and "flaking" of ha coating.

Manufacturer narrative:
An event regarding damage involving a trident shell was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device confirms discoloration and "flaking" of ha coating. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: material analysis was not performed due to the nature of the event. The device was initially implanted with no issues observed. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the operative report, are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Surgeon impacted ha cluster hole cup, removed for reposition and upon removal notice discoloration and "flaking" of ha coating.